Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were four (4) minicaps found to have inadequate iodine when the packaging was opened. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two photographs of the samples were provided for evaluation. There were six minicaps in pictures. Some aluminum foil packaging was opened. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The sponges in the picture were brown, proving there was iodine in them. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.